Event description:
The customer reported white blood cell (wbc) and red blood cell (rbc) baths overflowed onto the counter involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and eye protection and followed the laboratory's risk management plan to clean the fluid spill. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the bath drain lines clogged at valve line vl-15 causing incomplete bath drain and bath overflow. The fse cleared the clog and restored the unit to normal operation. The fse cleaned and disinfected all appropriate surfaces. There were no aerosols created. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).